Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) confirmed issue, verified eye tracker operation according to sir (service installation record) specifications. Found lighting sources covered with bss (balanced salt solution), cleaned and performed verification. System performing within specifications. The root cause could be determined conclusively as user handling, eye tracker light sources were covered with balanced salt solution. The user needs to make sure solutions do not get on the eye tracker and obstruct it's functionality. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that they had difficult time tracking light blue eyes. Additional information has been requested.